Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed motor error while customer was attempting to deliver a bolus for lunch. The device had also alarmed compromised force sensor system. Troubleshooting for motor error was performed. Customer's blood glucose was 128 mg/dl. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer mother declined troubleshooting for compromised force sensor system alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.